Event description:
Reportedly the infusion pump was set to infuse at 10cc/hr with a volume to be infused of 40cc, pt rec'd entire 250cc bag in 4 hours. There were no reports of pt injury or medical intervention. Attempts have been made to obtain add'l details regarding pt info, type of medication being given and any other relevant details, but this info has not been provided.